Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were responsive during investigation. The keypad cover was removed to find defects found to/under the button contacts. The under responsive keypad button complaint could not be duplicated. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. Evidence of moisture was found on the transceiver/force sensor plate.